Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to exposed transobturator mesh from previous surgery failure of the transobturator. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent hysteroscopy, fractional d&c, polypectomy with a morcellator, evacuation of the cavity with morcellator due to endometrial polyp and postmenopausal bleeding on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent endometrial biopsy on (B)(6) 2015 due to proliferated endometrium.